Event description:
A customer reported multiple system messages displayed during a procedure. The receiver mechanism was cleaned and the system power was rebooted, but the issue remained. The surgeon manually performed fluid air exchange. However, the case could not be completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).